Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen 4000 mcg/ml at 2300 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. On (B)(6) 2019 a pump alarm was reported for a motor stall. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was read. Actions and interventions taken to resolve the issue was a pump replacement was requested. Surgical intervention did not occur but was planned and not yet scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.